Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found the battery was at end of service due to three overdischarges.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that there was a confirmed overdischarge. It was unknown which number overdischarge this was. A physician mode recharge (pmr) was performed but it did not successfully reset the device. A pmr was performed one time, after which normal recharging was possible. The manufacturing representatives (rep) would come back and clear the power on reset (por) once it reached 25% charged. The patient went outside for a break and the patient was instructed to remain on the recharger until the device was 25-50% charge. When the rep checked back with the patient the patient had lost connection with the recharger when she went outside and did not attempt to realign the charger herself to continue charging. She was not able to charge her device. The rep attempted to realign the charger but got the reposition antenna screen. They had to start the process from the beginning, but the patient requested to reschedule. They rescheduled for (B)(6) 2015. No patient symptoms reported. No further diagnostic testing or troubleshooting was performed, and the issue was not resolved. Three days later, it was later reported that there was a previous overdischarge but the event date was unknown. They did a pmr today and it started charging normally again. When the rep came back the patient was 50% in a short amount of time. There was also a software update that took place during this time. When the rep hooked up the clinician programmer (8840) immediately after taking the recharger away from the patient¿s skin, she got a message on the 8840 that said the implantable neurostimulator (ins) was discharged. The normal recharging screen came up again on the implantable neurostimulator recharger (insr) and when the ins was showing 50-75% charged, they took away the insr and put the 8840 over the ins. The 8840 again showed the device was dis charged. It was unknown when the patient last recharged. They wondered if that was three strikes but it was explained that they would see end of service (eos)/end of life (eol). They were advised that the battery was most likely damaged and acting erratically. It was later reported that the patient would like to speak to her managing physician about replacing her current stimulator with a non-rechargeable. The patient was not able to use her spinal cord stimulator (scs) at this time.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received the device was explanted on (B)(6) 2015 and returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.